Event description:
Unomedical reference number (B)(4). Event occurred in hungary. It was reported that patient faced an infusion set had blockage and insulin was not exiting on (B)(6) 2024. No further information available.

Manufacturer narrative:
Patient country: hungary. Patient city: (B)(6).